Event description:
Son called to report that 4-6 weeks ago his mother was attempting to get on the lift at the top of the steps and fell down the stairs resulting in an 18 inch cut on her leg.

Manufacturer narrative:
The lift had obvious signs of tampering but controls and toggles functioned properly. Lift was 18" from top and most likely underlying cause was that user may have engaged the toggle as she tried to get on the lift without swiveling the seat or fastening the safety belt. Client had previously reported that a grandchild was "messing" with the unit. Client would not allow essential repairs so lift was disabled to prevent unsafe use.